Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Transmission revealed non-sustained right ventricular oversensing. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. The oversensing was noted on a stored electrocardiogram. New information received on (B)(6) 2017 notes that there were additional oversensing episodes. Programming changes were done. Patient was stable.